Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the complaint details and the lot history record review did not reveal a potential device relationship to the reported incident. Based on the information reviewed; there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during the treatment of a 95% de novo lesion in a moderately tortuous and moderate calcified mid left anterior descending artery. The vessel was pre-dilated with a 1.5 x 12mm non-abbott balloon catheter that was inflated initially to 12 atmospheres (atms) than 14atms. A xience v 2.75 x 28mm stent was deployed and post-dilated at 16atms. Reportedly, a dissection was identified at the distal edge of the implanted stent that was covered with an additional xience v 2.75 x 12mm stent. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. No additional information was provided.